Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 115 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the total amount of bolus and basal delivery did not match what was recorded in the history files. The customer was advised to revert to a backup plan to treat 115 diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test due to a faulty force sensor.